Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a vital flow motor drive instrument, it was reported that the screen went blank for 30 to 60 seconds, but the pump did not shut off. When the screen went back to normal, an error e70 was present in the alarm history tab. Use of instrument was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that the e70 code was the first and only alarm code listed in the alarm screen after the gray screen event. Medtronic received additional information that the instrument is still in use so not returned for serviec.no further action at this time.